Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced both nozzle units to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The returned nozzle units have been tested in a ventilator separately. Both failed the pre-use check with pressure transducer test . No issues were found during ventilation for 3 hours. The nozzle units have been inserted into a gas module and then tested in the gas module test system which showed a clearly visible spikes, indicating that the nail value was out of specification. Which confirm that the membrane of the nozzle unit was sticky. The provided logs confirm the reported issue on the provided date of event. However, we have noticed that the same problem was happening intermittently prior the date of event. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance (pm) or after 5000 hours of operation, whichever comes first. According to the received logs, it appears that preventive maintenance has been executed in accordance with the prescribed instructions. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue could be reproduced at the manufacturer site. The nozzle's membrane stickiness was due to an early wear and tear.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).